Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 50 year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage e. The patient was additionally noted to be on vasopressors and inotropes for hemodynamic support. During the course of treatment, the patient arrived via transport and rapidly required advanced cardiac life support and cannulation for veno-arterial extracorporeal membrane oxygenation. Extracorporeal membrane oxygenation was the primary hemodynamic support device, with the impella utilized for left ventricular venting. Additional contributing factors included multiple code events. Computed tomography imaging later that day demonstrated anoxic brain injury. A decision was subsequently made to withdraw care and the patient expired. While on support, the impella cp device was operating at performance level 2 with expected flows of 2.0 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. The death is conservatively being reported to the impella cp; however, it is unlikely related and is most likely attributed to the patient's underlying critical condition, including acute myocardial infarction complicated by cardiogenic shock, multiple cardiac arrest events, and anoxic brain injury, as the patient presented in society for cardiovascular angiography and interventions (scai) shock stage e, in the setting of multiple mechanical circulatory support devices.